Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulties occurred. The physician treated the lesion in the calcified lad with a rotoblator. It is of note that used of rotoblator is considered off label use. The physician then place the taxus express2 2.75x32mm drug eluting stent. The stent was deployed and fully deflated, however when trying to removed the balloon, it was stuck. It is unknown if the balloon was stuck to the stent or the calcium. The physician successfully removed the balloon after multiple inflations and pushing forward on the stent catheter. No patient complications were reported. The patient status is satisfactory.